Event description:
It was reported to technical services on (B)(6) 2011 this patient was syncopal and found that this rv lead was fractured. The lead was capped at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)